Event description:
It was reported that while stimulation was turned on, there was no stimulation sensation. Increasing stimulation to 6.0 reportedly did not allow feeling stimulation. This event occurred as "she was hit in the back walking on the boardwalk". It was also reported that the screen on the pt programmer (pp) was blank but following putting in new batteries, the pp worked and increases stimulation. The pp was not involved in the accident. It was reported pt had an appointment with a health care provider on (B)(6) 2010. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)